Event description:
It was reported that the patient's system controller was exchanged during their clinic visit on (B)(6) 2024 due to the system controller malfunctioning. The system controller screen was blank, and the buttons were not working. There was no display mode for pump information or alarms. Log files captured pulsatility index (pi) events as well as routine power source changes. The new system controller log file contained only a few lines of data following the system controller swap with the pump not reaching the set speed.

Manufacturer narrative:
Section a1, a2, and a4: patient information was requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A1, a2, a4: corrected. D6a: corrected. . Manufacturer's investigation conclusion: no device-related issues or adverse events were reported by the account. It was not communicated whether the reported issue was resolved after the controller exchange occurred. Review of the submitted log file (B)(4) following the system controller exchange revealed the pump not yet reaching the set speed. This event is consistent the calibration process associated with the controller exchange, in which the controller had not been fully set up before the log files were downloaded. No device-related issues were observed in the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Although no adverse events were reported, this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.